Event description:
Attempted to deploy angioseal to right femoral artery. Unable to anchor. Angioseal sheath was removed and manual pressure was held. Three inch hematoma was reduced with manual pressure. Femstop was applied.